Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been 1 other complaint in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported the folding went alright, when the tip of the cartridge was inside the incision and when the plunger was pushed forward inside the injector the cartridge snapped but the lens was not damaged. The plastic material of the cartridge felt different. Additional information was received and was clarified that the cartridge burst and split. There was patient contact but nor harm or consequences to the patient. The surgery was completed on the same day with a new device (cartridge).

Manufacturer narrative:
The samples were not returned for an evaluation. The lens model and specific diopter information was not provided. The customer indicated a "normal lens under the 25 diopter". Because there are multiple lens models and diopter ranges qualified or this cartridge model, it cannot be confirmed if a qualified lens model and qualified diopter was used with the company cartridge. A company handpiece and company ophthalmic viscoelastic devices (ovds) were used. Without the lens information, it is not possible to determine if a qualified product combination was used. The root cause cannot be determined for the reported complaint of cartridge cracked/burst and split. The sample was not returned for evaluation. Based on available information, it is unknown if a qualified lens model/cartridge combination was used. Neither the specific lens model nor specific diopter were provided. The customer only indicated a "normal" lens "under 25" diopter was used. Not enough information was provided in order to confirm if the lens model was qualified or if the diopter was within the qualified ranges for the company cartridge for the lens model used during the reported event. Per the instruction for use (IFU): the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The type of reported cartridge damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. Information was provided that the temperature of the surgical theatre was within the recommended range and the viscoelastic was removed from the refridgerator for more than 30 minutes before starting the procedure. Per the IFU: the operating room should be between 18° c (64° f) and 23° c (73° f) and viscoelastic at room temperature (i.e., removed from refrigeration) for 30 to 40 minutes before use. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Two photos were provided, which appeared to show possible tip and nozzle damage. No determination could be made from the provide photos. Four used company cartridges were returned loose in a plastic bag. No identifiers were provided to separate the samples. The returned used company cartridges were numbered 1-4 for evaluation purposes. All four used company cartridges were microscopically examined. Three of the four used cartridges exhibited a lack of viscoelastic. The first cartridge (adequate ovd) tip had an aneurysm top center. The cartridge had evidence of placement into a handpiece. The second used cartridge (inadequate ovd) tip had heavy stress. No cracks or splits were observed. The cartridge had evidence of placement into a handpiece. The third used cartridge (inadequate ovd) nozzle was cracked. The crack split as it entered the thinner tip area. The tip had heavy stress. The cartridge had evidence of placement into a handpiece. The fourth used cartridge (inadequate ovd) tip had heavy stress and an aneurysm top center. The cartridge had evidence of placement into a handpiece; but did not appear to have been fully seated. All four used company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Associated products were not indicated. It is unknown if qualified associated products were used. Four used company cartridges were returned loose in a plastic bag. No identifiers were provided to separate the samples. A lack of viscoelastic was observed in three of the cartridges. One cartridge did not appear to have been fully seated in a handpiece. The instruction for use (IFU) instructs: slide the cartridge fully forward into the handpiece slot until it is secured firmly into position. Two of the returned used cartridges had a tip aneurysm. One returned used cartridge had a cracked nozzle and a split tip. One cartridge was not damaged. The aneurysm observed in the tip of two of the used cartridges typically occurs if the lens is not positioned correctly/folded correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; and/or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. The other cartridge had damage on the top of the nozzle, which started in the thick wall cone area and a split tip. Unusually high internal forces would be needed to create damage in the nozzle cone area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The IFU instructs to use viscoelastic, which has been allowed to come to the operating room temperature. This type of damage may also occur due to the previously listed placement issues. The IFU also instructs to completely fill the cartridge with ophthalmic viscosurgical devices (ovds) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The lens was indicated to be ¿under 25.0 diopter¿. All lens models are qualified for a specific diopter range. Not all models are qualified up to 25.0 diopter. Per the IFU: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).